Manufacturer narrative:
Based on the results of the investigation and although we could not specify the root cause of the suggested event, the issue likely occurred due to a defective universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a blurred, indistinct, or noisy image. There was no patient involvement.